Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during drain 4 of 4. Proper procedures per the user manual were reviewed with the hp. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.